Event description:
Caller reported cgm error 42 related to a sensor issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and walked the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session.